Event description:
It was reported that the device failed to detect the pt connection thru the therapy cable. The customer responded to a call with a down pt (time unk) and applied electrodes but was unable to obtain ECG thru the therapy cable. The user immediately switched to monitoring the pt via the ECG cable and confirmed an asystole ECG rhythm. The pt was pronounced deceased at the scene. The device use had no adverse effects on the pt.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the remove therapy connector assembly and determined the cause of the malfunction to be a torn p23 plug and discharge switch wires on the ribbon cable.